Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a luer needleless IV access device connected to the arterial connector of the catheter. Approximately 30 minutes into the treatment the patient complained of discomfort, malaise and appeared cyanotic. The nurse observed air bubbles in the venous blood line before and after the air detector. Treatment was stopped without returning the blood in the extra corporeal circuit resulting in an estimated blood loss of 120 ml. Oxygen was administered and the patient was placed in a trendelenberg position. The arterial connector of the catheter was replaced and treatment restarted. At the end of the second treatment the patient felt malaise again, without being hypotensive. According to the medical staff the patient had an air embolism. The patient was hospitalized for observation for 24 hours and then discharged home. Later, a crack was found in the arterial connector of the catheter which resulted in the ingression of air. Because of the positioning of the needleless IV access device, the crack was not visible to the user. Following the discovery of the crack, the catheter was replaced.

Manufacturer narrative:
The polyflux 210 h dialyzer involved in the treatment was discarded and not available for technical investigation. Gambro could neither perform a lot history record check nor a complaint history file check as the lot number is unknown. Neither the catheter nor the needleless IV connector are gambro manufacturered, distributed or labeled product.